Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm and a test failure alarm. Customer's blood glucose was unknown. During troubleshooting, customer advised that insulin pump was able to rewind. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The operating currents are within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms or iop test failure alarms noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.